Manufacturer narrative:
The device was not returned to the manufacturer for evaluation. A follow up report will be submitted if the product is returned, and if the investigation results require.

Event description:
It was reported that during a surgical procedure, a bur broke and remained stuck in the drill attachment. No device fragments were reported to have entered the surgical site, so no additional medical treatment was administered. Back-up equipment was used to complete the procedure, without causing a delay. There was no pt or user injury reported, and no adverse consequences alleged with this event.